Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the communicator did not light up at all and did not power on. They denied the communicator being dropped or wet. No lights appeared when communicator was reset, plugged into power (other outlets were tried), or when the power button was pressed once. They tried to connect to the pump and saw 'not found'. There was still no blue light on the communicator. Agent sent request to repair to replace the communicator.

Manufacturer narrative:
Continuation of d10: product ID tm90t0. Serial#(B)(6): product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 17-jun-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.